Event description:
It was reported that this electrode over-sensed non-physiologic noise in primary vector. Technical services was consulted and recommended electrode integrity testing and x-ray evaluation. No adverse patient effects were reported. This electrode remains in service.

Event description:
It was reported that this electrode over-sensed non-physiologic noise in primary vector. Technical services was consulted and recommended electrode integrity testing and x-ray evaluation. No adverse patient effects were reported. This electrode remains in service. Additional information received indicates this patient received an inappropriate shock. A smart pass episode also revealed some undersensing. Subsequently, their s-ICD system was explanted and replaced without incident. Besides the inappropriate shock and the intervention, no other adverse patient effects were reported. Both this electrode and the s-ICD are expected to be returned for analysis.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a slight bend in the electrode body approximately 25 millimeters (mm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured approximately 23 mm from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed noise, oversensing, and inappropriate shock.

Event description:
It was reported that this electrode over-sensed non-physiologic noise in primary vector. Technical services was consulted and recommended electrode integrity testing and x-ray evaluation. No adverse patient effects were reported. This electrode remains in service. Additional information received indicates this patient received an inappropriate shock. A smart pass episode also revealed some undersensing. Subsequently, their s-ICD system was explanted and replaced without incident. Besides the inappropriate shock and the intervention, no other adverse patient effects were reported.